Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had cassette error and error code 46228 (unexpected microprocessor reset) during testing.

Manufacturer narrative:
D9: product received date 9/19/2025. H3/h6: one device was returned for analysis of complaint that the pump had cassette error and error code 46228 (unexpected microprocessor reset) during testing. There were no services previously reported. Log events were reviewed. Visual and functional tests were performed. Device failed power up test, as it was not turning on with battery power. Complaint was not duplicated. The probable cause of the reported problem was contamination/dirt found at downstream occlusion (dso) sensor area and inside the battery compartment. Dso seal showed moderate bubbling and opened at air detector side area. Replaced main board and dso sensor. All functional test of the device passed after repair.